Manufacturer narrative:
Calibration recovery acceptable at time of event. Qc recovery acceptable at time of event. The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
The field service representative found the vacuum line was torn on the rinse mechanism. He replaced the rinse mechanism, vacuum line, and sample probe. He performed checks, calibration, and precision tests. All tests were successful. The customer successfully performed qc. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium results for 1 patient sample on a cobas 6000 c501 module. The initial result was 133 mmol/l and the repeated result was 140 mmol/l. The results were reported outside of the laboratory. The repeated result was believed to be correct. The electrode lot number was requested but not provided.